Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the power supply was replaced. The system was then found to be working as intended.

Event description:
The customer reported the system intermittently boots up to a collimator too large error. No report of pt injury.